Event description:
The customer stated that her breeze2 meter was able to present a test strip, but the screen was blank. The customer woke up around 1:00 am one morning, and said she was unable to walk straight. She alleged that she could not test her blood glucose due to the meter malfunction and had to go to the hospital. The hospital tested the customer's blood glucose at 360 mg/dl and treated her with insulin. The customer's meter was returned for evaluation. A replacement meter sent to the customer.